Manufacturer narrative:
(B)(4). The review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure. Name of initial surgical procedure in 2014? The diagnosis and indication for the initial surgical procedure? The initial approach for the index surgical procedure? Were there any intra-operative complications? Any concurrent procedure/device implantation? Other relevant patient history/concomitant medications? Date - time of onset of repeated infections along with dysuria from the surgical procedure? Were cultures performed? Results? What medical intervention was performed? Results? Was the device removed? If so, please provide a date, reason and details of the re-operation. If applicable, will product be returned, return date, tracking information? What is physician¿s opinion as to the etiology of or contributing factors to this event what is the patient's current status?

Event description:
It was reported that the patient underwent an unknown gynecological procedure in 2014 and the mesh was implanted. The patient experienced dysuria and repeated infections. During the mesh removal in 2018, migration of the strip at the uterine cervix was noted. Additional information has been requested.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: the patient demographic info: age, weight, bmi at the time of index procedure? (B)(6) years old. The initial approach for the index surgical procedure? Anterior promontofixation and laparoscopic rectopexy, section of suburethral strip with resection of the sub-urethral part which was located at the cervix . Were there any intra-operative complications? No . Other relevant patient history/concomitant medications? Total thyroidectomy, cholecystectomy, operated uterine perforation, two abdomino-plasty, orthopedic shoulder surgery. Date - time of onset of repeated infections along with dysuria from the surgical procedure? Since 2014, recurrent urinary tract infections. Were cultures performed? Results? Cbeu, sterile pre operative. Was the device removed? If so, please provide a date, reason and details of the re-operation date of the procedure to remove the device : (B)(6) 2018 the device was found with difficulty under the vesical neck. It was dissected and cut at the lateral level. What is the patient's current status? After the operation it was a little difficult for the patient but now she can make her usual activities. The following information was requested but unavailable: the diagnosis and indication for the initial surgical procedure? Any concurrent procedure/device implantation? If applicable, will product be returned, return date, tracking information? What is physician¿s opinion as to the etiology of or contributing factors to this event.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 03/31/2019. Additional summary: received a piece of mesh for evaluation. The device received was manipulated: the strip was placed in 2004 and removed in 2018. Organic substances are visible on the device. The device could not be tested for the defect "erosion vaginal". No further investigation will be conducted on this complaint due to cause not established. Corrected narrative: it was reported that the patient underwent an unknown gynecological procedure in 2004 and the mesh was implanted. The patient experienced dysuria and repeated infections since 2014. During the mesh removal in 2018, migration of the strip at the uterine cervix was noted.

Manufacturer narrative:
Pc-(B)(4) date sent to the FDA: (B)(4) 2018.